Manufacturer narrative:
Zimvie complaint number (B)(4). G4: additional PMA/510(k) number, k013227. Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant at tooth site #3 was removed due to fracture.